Event description:
It was reported to philips that the system gave an alert indicating the image disk was full, preventing imaging. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected diagnostic treatment was performed by the customer when the issue occurred and procedure was completed by moving the patient to other room. The philips field service engineer (fse) inspected the system on site and confirmed that system unable to x-ray. Upon troubleshooting fse found that that ippc hard drive slot number 2 did not turn on. To resolve the issue, fse replaced ippc. The defective ippc was returned to philips for analysis and confirmed the failure due to defective hdd. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.